Event description:
It was reported that there was lead warning on the right atrial (ra) lead due to decreased and was low impedance. The doctor tried to gain access to put in a new lead in but there was an occlusion and could not shoot contrast due to high international normalized ratio (inr). The doctor will program around it and monitor the lead. The lead remains in use. No further patient complications have been reported as a result of this event.